Event description:
During arthroscopic surgery in 1998, pt noted to have brownish material in joint. Advancement of razor shaver placed and removal of debris (collected). It was felt that the debris in pt's shoulder was introduced by the arthroscopic cannula that had old dried blood from previous case. Joint irrigated. Pt had complications including infection, blood in urine, add'l surgery, consultation with bone/joint specialist, pain and stronger pain medication. Has lawsuit pending.